Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7 xb had no power and the bisector was not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The vasoview 7 xb device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities which may have contributed to the reported event. A functional test was performed on the device with a reference generator and bipolar cord; the device passed the functional test as it generated steam and heat and cut without difficulty. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).